Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: e1 facility name. Corrected: h5, h8. The expiration date (7/31/2026) in the previous medwatch was reported in error. The device involved was an instrument and does not have an expiration date. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Case today that did not go great. Seemed to under resect, seemed excessively ER and distal femoral cut was light laterally. Had to take more tibia in order to create space. Joint reconstruction side affected: right side quantity affected: 1. Was there any reported patient or user harm? No. Was there a significant delay? No.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "case today that didn¿t go great. Seemed to under resect, seemed excessively ER and distal femoral cut was light laterally. Had to take more tibia in order to create space. Can you look into this please. Case #: [redacted] / sku: 420916: joint reconstruction ##, side affected: right side ##, quantity affected: 1 ##, quantity available to be returned: 0". The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed the proposal plan on the evidence provided. A product development investigation was performed and it was concluded that the segmentation is designed within trumatch specifications and no issues were identified. A manufacturing record evaluation was performed for the finished device product code: 420916, product name: trumatch CT cut guide kit r, lot/case number: tmk00153909, and no non-conformances or manufacturing irregularities were identified. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the trumatch CT cut guide kit r would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product code: 420916, product name: trumatch CT cut guide kit r, lot/case number: tmk00153909, and no non-conformances nor manufacturing irregularities were identified.